Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose around 927 mg/dl and diabetic ketoacidosis. The customer was not wearing his insulin pump at the time of hospitalization but could not recall when he had taken it off. The patient was treated with an intravenous drip. Nothing further reported.